Manufacturer narrative:
This file was originally submitted 05/20/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report unidentified service error code. Patient further reported that when reinserting the batteries the system would not progress to next steps and instead got "call the assure helpline, your device needs service" alert. Troubleshooting unsuccessful. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Therapy cable was not recovered from the field. Returned monitor failed inspection for liquid contamination in the monitor housing with corrosion. The reported issue is an isolated failure and does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.